Event description:
It was reported that the patient had experienced two falls in approximately two months that were not believed to be device related or cardiac in nature. During an office visit, intermittent undersensing was noted on the ventricular lead. The lead programming was changed from bipolar to unipolar, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).